Manufacturer narrative:
Concomitant medical products: 5092-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that data diagnostics was not accurately recording atrial fibrillation (af) episodes. It was further reported that undersensing during atrial fibrillation (af) was noted on the right atrial (ra) lead. The implantable pulse generator (ipg) remains in use. The lead remains in use. No patient complications have been reported as a result of this event.